Event description:
It was reported that the bd phoenix¿ ap was contaminated which led to false results. There was no report of patient impact. The following information was provided by the initial reporter: customer thinks instrument is contaminated and wanted to know how to decontaminate. Abnormal susceptibility patterns. Nothing reported in error.

Manufacturer narrative:
The complaint of "instrument contamination" was received against instrument phxap repaired material number: 448010009, serial number: (B)(6). Bd remote assistance provided, instructed customer to complete the decontamination procedures. Also advised to swab robot arm cup multiple times. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ap0338 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ ap was contaminated which led to false results. There was no report of patient impact. The following information was provided by the initial reporter: customer thinks instrument is contaminated and wanted to know how to decontaminate. Abnormal susceptibility patterns. Nothing reported in error.